Event description:
It was reported that 1 bd ultra-fine¿ ii 3/10ml insulin syringe experienced deformed product issue. The following information was provided by the initial reporter: that the stopper was diagonally deformed in the barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Investigation summary: a complaint history check was performed and this is the 1st related complaint for stopper damaged on lot # 1256984. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1256984. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 1 bd ultra-fine¿ ii 3/10ml insulin syringe experienced deformed product issue. The following information was provided by the initial reporter: that the stopper was diagonally deformed in the barrel.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1256984. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.